Event description:
In 10/03 the international distributor informed the international rep of the following: appearance of pin-hole/cut about 2cm from entry site of the catheter on the venous aspect. The venous lumen "ballooned" just below the y-hub. Catheter has been placed for +/- 3-4 yrs. At no stage alcohol-based-disinfection were used.